Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the customer had a keypad anomaly. The caller stated the insulin pump alarmed battery out limit and the buttons were scrolling on the insulin pump. Customer's blood glucose was unknown. The caller reported the insulin pump may have been exposed to moisture. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump passed displacement test, operating currents, self-test and off no power test. No battery out limit alarm noted. The insulin pump was received with bleeding lcd glass. The insulin pump was received intermittent button response due to corroded keypad traces. No moisture damage found inside the insulin pump. No scrolling numbers anomaly noted. The insulin pump was received with minor scratched display window, cracked case at display window corner, cracked battery tube threads and cracked reservoir tube lip.